Event description:
Consumer alleges that her heating pad overheated, burned aad smelled of smoke. No injuries or property damages were reported with this incident.

Manufacturer narrative:
The pad has been requested from the consumer, but not yet examined by jcs to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing).